Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00428 to provide additional information based on the evaluation of the device. Device manufacturer date was identified and filled in. It was found that the subject device was not discarded. And the subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on march 21, 2016, omsc confirmed that the ptfe pad of the device was partially peeled. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was partially peeled from the jaw when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The manufacturing record was reviewed with no irregularities. The exact cause of this issue cannot be conclusively determined. Based on the past similar cases, it is known that the ptfe pad is peeled when a user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during a laparoscopic lower anterior resection. In a short time use, the ptfe pad came off, but no fragments fell off inside the patient. The intended procedure was completed with another thunderbeat. There was no patient harm reported. No further information was reported.